Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open sacrocolpopexy in 2015 and mesh was implanted. The patient experienced recurrent prolapse, mesh infection and mesh exposure in the vagina. The patient required complete laparoscopic excision as evidence of ascending infection in mesh. Additional information will be requested.